Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). A visual examination of the returned complaint device found the balloon was ruptured. There were no other damages or issues noted with the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure, such as the manner in which the device was handled and manipulated, the technique used by the physician, the interaction between the balloon and the scope and/or normal procedural difficulties encountered during the procedure, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilatation balloon. It was found that the balloon was ruptured. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilatation balloon. It was found that the balloon was ruptured. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on 09sep2020*** the anatomy location was the common bile duct (cbd) and the procedure performed was endoscopic retrograde cholangiopancreatography (ercp).

Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2020 as no event date was reported. Block h2: additional information: block b5 block h6: problem code 1074 captures the reportable investigation result of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found the balloon was ruptured. There were no other damages or issues noted with the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure, such as the manner in which the device was handled and manipulated, the technique used by the physician, the interaction between the balloon and the scope and/or normal procedural difficulties encountered during the procedure, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.